Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The f-94 alarm was identified during the power on self test and the alarm log review. The cause of the condition was determined to be a depleted main battery. The battery was replaced and the device was returned in working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the f-94 alarm. There was no patient involvement. No additional information is available.